Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of three manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2024-01013 and 2015691-2024-01014 for details of the other events.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The date of the event is unknown; however, the journal article was received by the publisher on september 10, 2023. Therefore, september 10, 2023 was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pvl could not be determined; however, the event could be related to the mechanisms described above. Per the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. A pseudoaneurysm is a contained rupture of the myocardial wall. Typically, pseudoaneurysms will have to-and-fro blood flow into a cavity contained by pericardium, thrombus, or adhesions. Some pseudoaneurysms are harmless and go away on their own. Others are more serious. If they rupture, they can cause serious complications or death. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pseudoaneurysm could not be determined; however, patient factors and/or procedural factors not provided may have contributed to this post procedure event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Journal article reference: von buchwald cl, mohammed m, shpilsky d, frisoli t, lee j, pedro engel gonzalez pa, wang d, o'neill b, o'neill ww, villablanca pa. Contemporary experience of percutaneous management of complex aortic and ventricular pseudoaneurysms associated to perivalvular leak. A case series and review of literature. Cardiovasc revasc med. 2023 dec 16:s1553-8389(23)00937-5. Doi: 10.1016/j.carrev.2023.12.006. H3 other text : device remains implanted.

Event description:
As reported from the journal article "contemporary experience of percutaneous management of complex aortic and ventricular pseudoaneurysms associated to perivalvular leak. A case series and review of literature", there was an (B)(6) man that underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve. On a follow up transthoracic echocardiogram (tte), mild residual paravalvular leak (pvl) was noted. The patient had a history of hypertension, atrial fibrillation, coronary artery disease with prior percutaneous coronary intervention (pci), and severe aortic stenosis. Approximately 6 months post tavr procedure, the patient was presenting with worsening exertional dyspnea. A transthoracic echocardiogram (tte) was performed revealing moderate to severe paravalvular leak (pvl) of the prosthesis. A computed tomography (CT) was also performed which demonstrated a large pseudoaneurysm under the left coronary artery communicating from the sinuses of valsalva into the left ventricular outflow tract (lvot). An amplatzer ventricular septal defect (vsd) device was deployed across the ventricular end of the pvl. Upon follow up, the patient was noted with minimal symptoms and was demonstrating new york heart association (nyha) class I-ii.